Manufacturer narrative:
Manufacturer's report date: 05/07/2014. (B)(4). Although requested the device has not been received. A follow up report with investigation results will be submitted should the device be returned for evaluation.

Event description:
Customer reported that a secondary infusion of potassium 10meq/100ml was started at 1424 to infuse at 100ml/h but was found empty at 1505 although the pump indicated that there were 30ml remaining to infuse. Reportedly, not only had the secondary fluid completely infused, but the secondary bag was "sucked in like vacuum." There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.